Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new patients were not crossing to the station. The technical support specialist (tss) spoke with the customer who mentioned that no patient was found with the provided patient ID. The customer planned to reach out to the facility for more information. The tss connected with another one, who stated that the person who initially reported the issue was not available at the moment. No issues were observed at the time and updated for case closure. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux station patient order were not crossing over. The customer reported that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.